Event description:
It was reported to philips that the device was unable to boot. There was no patient involvement.

Event description:
It was reported to philips that the device was unable to boot. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be defective.